Event description:
It was reported that an error message of 'out of regulation' (oor) was displayed on the patient program unit of the implantable neurostimulator (ins) system. There were no signs or symptoms reported that were associated with the event. It was reported that the patient outcome was reported as recovered without sequelae on (B)(6) 2012. Additional information received clarified that the patient was implanted with occipital leads. It was also noted that the patient was provided, by their physician, a clinician programmer unit to do their own programming. The patient's ins was interrogated on (B)(6) 2013 at which time an oor error message was displayed on the clinician programmer screen. It also displayed the following: 'the delivered amplitude may be less than the programmed amplitude for the indicated program because of low impedance.' The patient was programmed with active electrodes #0+, 3-. Impedance testing was performed over the course of several days at multiple sessions with the results reported as 'display varying behaviors.' It was also reported that the patient's ins needed to be recharged about every 2 to 3 weeks. The patient stated that due to the oor messages they had 'backed off' on the usage of the device therapy and used them at lower than normal amplitudes and rates (even turning it off for intervals of 7 to 10 days). Additional information received on (B)(6) 2013 reported that the manufacturer's representative was unable to adjust the patient's stimulation. A 'call your doctor' icon with an oor message was also observed both the patient and clinician programmers. In was also noted that the patient had started seeing the oor messages on (B)(6) 2012 and had approximately 7 events of this occurring. Impedance measurements that were run at both 0.7 and 3.0 volts were within normal range. Group impedance of group a (used by the patient) was 1293 ohms (a1) and 1011 ohms (a2). The patient was programmed today to: a1= 1.2 volts, 450us, 95hz, electrodes 0-3+ and a2 = 2.4 volts, 450us, electrodes 4+7-. The highest voltage for the patient was 3 to 4 volts on a1 and 6 volts on a2. The patient had not change electrodes configurations since the oor issue had started. It was noted that the patient did have more electrodes programmed for them but this caused a pulling sensation in the left side of their neck. It was reported that the patient had no marked changes in stimulation since the oor issue started. In addition it was reported that the patient did notice that the stimulation was 'not as steady' on the right side but this had occurred before the onset of the oor issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
It appeared that the device was used for an off label indication (occiptial nerve stimulation). Concomitant products: product ID 37744, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3487a-5,6 lot# n27618, implanted: (B)(6) 2005, product type lead; product ID 3487a-56, lot# n27618, implanted: (B)(6) 2005, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type lead; product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).